Manufacturer narrative:
No further information has been provided to date. This report will be updated should additional information become available.

Event description:
Boston scientific received information that an alert was received via the remote monitoring service indicating this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a high out-of-range shock impedance measurement. Boston scientific technical services (ts) reviewed device data confirming a trend of out-or-range measurements and discussed the behavior appeared consistent with an intermittent connection or set screw issue and provided suggestions for additional testing. It was noted that the patient's previous electrode was explanted for an unrelated reason and the s-ICD remained implanted without an electrode connected or plug in the electrode barrel. During implant of the current electrode the physician noticed a small amount of blood/tissue in the electrode barrel that had to be removed. Ts discussed that exposure to both blood/body fluid and hydrogen peroxide used to clean the electrode barrel at implant may have resulted in corrosion and contributed to the observed measurements. An x-ray was later performed that demonstrated the electrode was fully inserted. Additional system testing confirmed persistent high out-of-range measurements as well as myopotential noise. The majority of noise was appropriately discarded by the device however it was noted that a single episode demonstrated some oversensing. This system remains in service.